Manufacturer narrative:
An obstruction was observed in connector port. X-rays were taken of the connector block with a known-good lead inserted to the point of obstruction. X-rays determined that the lead was able to be inserted to the point of connector. Destructive analysis was performed on the connector block to determine root cause of the obstruction, but was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that during a scheduled implantable neurostimulator (ins) battery change, the health care provider (hcp) attempted to place the extension into the anterior channel of the ins (closest channel next to the writing) and met resistance; the hcp was unable to slide the extension through the channel. It was also stated that the hcp could see a small metal piece inside of the channel. The set screw was loosened, but the hcp still met resistance. A new ins was opened and used for the battery replacement; the issue was resolved. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.